Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth breaking"), alopecia ("hair loss"), fatigue ("fatigue"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety attacks") and inflammation ("inflammation of entire body"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, tooth fracture, fatigue, loss of libido, depression, anxiety and inflammation outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, inflammation, loss of libido, pelvic pain and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: previously reported event ¿medical device removal¿ replace with new event . New events were added: chronic pelvic pain, hair loss, fatigue, loss of libido, depression, anxiety attacks, inflammation of entire body and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criterion medically significant) and experienced tooth fracture ("teeth breaking"). The patient was treated with surgery (bilateral salpingectomy and hysterctomy). Essure was removed. At the time of the report, the medical device removal, hysterectomy and tooth fracture outcome was unknown. The reporter considered hysterectomy, medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6). 2020: quality safety evaluation of ptc. On (B)(6). 2020: social media received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and hysterectomy ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed. At the time of the report, the medical device removal and hysterectomy outcome was unknown. The reporter considered hysterectomy and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.